Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call cosmetic damage, no delivery alarms and low battery on the insulin pump. Customer's blood glucose level was unknown. Customer advised the display screen was scratched which resulted in difficulty to read the display and unexplained no delivery alarms on the insulin pump. The insulin pump will not be returned for analysis.